Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of glaucoma shunt the shunt was not released from the injector. The shunt was released forcibly but it was too dangerous to use it. The surgery was performed and completed after replacing the product with another one. There was no patient harm. The surgeon was unwilling to provide further information.

Manufacturer narrative:
Additional information was provided in d.4, h.3, h.4, h.6 and h.10. A customer reported that "the shunt was not released from the injector during insertion when used. The shunt was released forcibly but it was too dangerous to use it. 2. The sample was returned for investigation: the sample was returned in an open secondary package, -the sample included labels, IFU(instructions for use) and a plastic bag including cradle, delivery system handle and shunt. Pouch of the original packaging was not included in sample. -the delivery system was placed in designated location firmly in cradle. The shunt was found in an addition smaller plastic bag ¿ not mounted/assembled on to the delivery system tip, -the delivery system wire was pressed to mid-section- not fully pressed, -the delivery system wire slightly protrude from cannula opening. 3. No addition complaints for the lot. 4. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to company product's release criteria. 5. All products pass 100% final inspection at company prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be identified as the shunt was detached from delivery system which was operated and performed its functionality releasing the shunt (the shunt was not loaded onto the delivery system wire). The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).